Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications. The system passed successfully all initialization steps. The logfile shows multiple successfully performed treatments. The corresponding treatments (left and right eye) were performed successfully. Treatment for right eye was performed with two interruptions. Treatment for left eye was performed without interruptions. No technical root cause is detectable. The technical review showed that the system was well within the specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient developed corneal haze that progressed to a prominent scar two months post refractive treatment and cross-linking to treat keratoconous. Additional information has been requested.